Event description:
Info received indicates the brake caster continues to swivel when in the locked position.

Manufacturer narrative:
The tech found the caster was worn. He replaced the caster to repair the bed.